Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The bending skeleton was broken near the bending section, producing a sharp edge that ruptured the bending section rubber. Additionally, the light guide tube was cut and leaking. The video connector was cracked. The control knob was stuck in the neutral position with no angulation. If additional information becomes available following the legal manufacturer investigation, a supplemental report will be filed.

Event description:
The customer reported, the uretero-reno videoscope had a hole in the manipulation and insertion tube. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.